Manufacturer narrative:
(B)(4). Investigation results: a sample was not available for evaluation; therefore, the reported condition could not be confirmed and a root cause could not be determined. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Although the reported condition could not be confirmed and the most probable root cause could not be determined without a sample being provided, the manufacturing plant will continue to monitor this issue to identify the need for any further actions.

Event description:
The customer reported that on (B)(6) 2014, the patient's dressing was soiled; drained 1.5l. On (B)(6) 2014, the soiled dressing was changed and it was noticed that the patient's catheter seemed to be leaking at the valve. On (B)(6) 2014, the patient drained 3l and noticed that the dressing was wet and the moist area was the shape of the valve cap.  There was no other wetness around the catheter tubing. The customer indicated that when looking inside the catheter valve from the top, you can see the dark area (blue rubber inside just looks dark) but there seemed to be a crescent shaped light or white line with a bead of liquid coming from it. The patient goes to the hospital mondays, wednesdays and fridays for dialysis.  She has a permacath installed for that treatment. The same patent has had a mastectomy and other health issues. Frequent dressing changes are now being done. There is no sample being returned. The patient was not injured by the device. On (B)(6) 2014, the customer (B)(6) provided the following additional information as received from the healthcare facility: the patient was diagnosed with refractory ascites. The patient did not receive radiation as part of her therapy.  The pleurx catheter was implanted on (B)(6) 2013 and there was no difficulty experienced during placement. No other procedures were performed with the catheter at the hospital. There was nothing noted of the catheter during placement or at any time (prior to when the leak was noted), that would indicate a defect. The patient did not experience any difficulties accessing the catheter during drainage sessions prior to the leak being noted. The catheter is still being used. The patient drains on tuesdays and thursdays at their home. The catheter has not been replaced yet although it is noted in the patient¿s chart that it is to be replaced.